Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
(B)(6). It was reported that the patient underwent implantation of 3 amplatzer vascular plugs on (B)(6) 2021 for a closure of a severe posterior paravalvular leak (pvl) in the mitral location. Multiple blood cultures were negative, c-reactive protein (crp) was reported as low and there was no evidence of vegetations on transesophageal echocardiogram (toe) prior to pvl closure procedure. The procedure was successful. Post procedure the pvl grade was noted as none/trace. The patient had a history of atrial fibrillation, right ventricular dysfunction, cerebrovascular disease, kidney disease, hypertension, transient ischemic attack (tia), glaucoma, dyslipidemia, mechanical non-abbott mitral and aortic valves implanted in 2007, and a tricuspid valve repair with a non-abbott device in 2007. The patient was admitted from the clinic on (B)(6) 2021 with hemolysis and appeared jaundiced and lacked energy. The patient received a transfusion of two units of blood and was started on intravenous (IV) diuresis for overload. An autoimmune screen for hemolysis revealed a slightly positive direct antiglobulin test (dat) 1+ and negative paroxysmal nocturnal hemoglobinuria (pnh), thought to be low level autoimmune hemolysis secondary to chronic kidney disease(ckd), but was unable to exclude mechanical hemolysis. A transesophageal echocardiogram (toe) was done on (B)(6) 2021, which showed severe tricuspid regurgitation and no vegetations. It was noted that blood cultures were all negative. A computed tomography (CT) positron emission tomography (pet) scan was performed on (B)(6) 2021, which was suggestive of mitral valve endocarditis, but blood cultures were still negative. The patient was offered surgery, but declined due to the risk and planned to take antibiotics. The patient was referred for palliative care and died on (B)(6) 2021 due to multi organ failure secondary to mitral valve endocarditis. No additional information was provided.

Event description:
Subsequent to the initially filed information, the following information was received on (B)(6) 2021. It was reported, that the patient had been in the hospital for a month prior to the paravalvular leak (pvl) closure procedure, due to a combination of breathlessness, renal failure, anemia. And hemolysis, due to the severe mitral regurgitation. Post pvl procedure, it was noted, on 3d transesophageal echocardiogram (toe), that the three devices sat nicely in line in the defect.

Manufacturer narrative:
An event of hemolysis, jaundice, lack of energy, suspected mitral valve endocarditis, multi organ failure, and patient death was reported. A more comprehensive assessment could not be performed, as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.